Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The paddle was not working due to worn out video connector latch causing poor connection with pigtail. In addition, all the 180 scopes series had no image due to faulty patient board set. The software was also outdated. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, there were black images with 180 scopes on the video system center during preparation for use in a diagnostic procedure. The customer completed the procedure using a similar device. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 7 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be determined. However, it is likely that no image was displayed with 180 scopes due to faulty patient board set (circuit board/printed circuit board). Olympus will continue to monitor field performance for this device.